Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no unexpected number scrolling during testing. The pump was received with a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a received a failed battery test alarm on the insulin pump. Customer's blood glucose was 100 mg/dl at the time of the incident. Customer put in a new battery and now it is just flashing and the buttons are not responding. Customer stated that he woke up and received a failed battery test alarm. Customer stated that the screen started to scroll on its own and the backlight is turning on and off like the buttons are being pressed. It was found that the customer sweats a lot and the pump was exposed to dampness. Customer removed the battery for a few minutes and then reinserted them. Customer stated that the pump powered up, but after pressing the act button, the backlight started to flash. Customer ran a self test and the buttons were not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.